Event description:
A blood glucose test was performed on the suspect device and a result of 161mg/dl was obtained. The pt was not responding to spouse and spouse called an ambulance. At the hosp, pts blood glucose level was 61mg/dl. The hosp nurse was unsure if glucose was given by the paramedics.